Event description:
It was reported that during prophylactic generator replacement surgery on (B)(6) 2015, fluid was observed throughout the vns patient¿s lead. While diagnostic results initially showed lead impedance within normal limits (dcdc ¿ 2) with the replacement generator and existing lead, subsequent system diagnostic results revealed high impedance after the surgeon expanded the generator pocket. The lead pin was confirmed to be fully inserted into the generator header and the surgeon did not cut the lead. It was noted that the patient experienced a car accident two weeks prior to surgery which may have caused or contributed to the high impedance condition. The lead was also replaced during the procedure. The explanting facility discarded the explanted devices; therefore, no analysis can be performed.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.